Event description:
The reporter of this event verbally reported the casters broke. No injury reported and reportedly the device has been repaired.

Manufacturer narrative:
(B)(4) model pronto m 94, serial number/date code is unknown ad the age of the device is unknown. The owner's manual part number 1122145, rev.I(oct-08), was issued with this device. The owner's manual is also found on-line at invacare.com. It is unknown if the consumer has fully read and understands the owner's manual. Documentation provides warnings, cautions, and instructions for safely using the device. If the consumer does not understand the written warnings, cautions or instructions then they should contact invacare. The consumer was contacted for additional information. The malfunction has not been confirmed.